Event description:
The handpiece overheated during a procedure and the patient received a burn injury to their lip. The patient is expected to be healing normally without need for further medical treatment.